Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously elevated thyroid uptake (t uptake) results, generated by the access immunoassay system for two pts. Customer tested a sample for t uptake and obtained a result of 29.9% and a repeat result of 35.0%. A sample obtained from another pt gave a result of 30.8% and repeated at 38.6%. The erroneous results were reported outside the laboratory. There has been no report of change to pt treatment, death or injury associated with this event.

Manufacturer narrative:
Qc was within specs before and after the erroneous results and there was no errors in the event log. Customer calibrated t uptake after the erroneous results and before the repeat testing. Calibration passed within specs. A field service engineer (fse) was on-site on 04/22/2008 performing a preventive maintenance (pm). Customer did not know that pm wasn't complete and ran pt samples. After service completed the pm and verified the system performance, the customer repeated all samples tested during that time. Upon reviewing all data supplied, the only results that were erroneous were two t uptake results. Even though t uptake results are unlikely to be the basis to initiate or withhold treatment, in this event the hardware failures could have affected other pivotal assays. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay would be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report. (B) (4).